Manufacturer narrative:
On 04/26/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative reported in testing at the site, the medtronic representative left the original surgeon monitor in the operating room (or) and brought in another navigation system which exhibited the same behavior. Switching the surgeon monitors out resolved the issue. On 05/16/2017 a medtronic representative, following-up at the site, reported that in testing the second surgeon monitor and the first navigation system, the reported issue could not be replicated. No parts were replaced. Same navigation system has been used in multiple subsequent procedures without issue. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system software became unresponsive during navigate. The windows would actively navigate a pak needle and navlock, however, no response. The mouse cursor could move, again, the issue persisted. Re-booted the software and received no application response when selected from the logo page. The shut-down button would not function. Manually re-booting from the logo page, and again using the grub to access spine did not resolve the issue. A second navigation system was brought into the operating room (or) to continue the procedure t completion. Delay in therapy was less than one hour. There was no impact on patient outcome.